Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the patient had the device in under intermittent suction. The suction was increased to over 400mm/hg with little result. The product was pulled, an og (oral gastric tube) was placed, and a substantial volume of gastric contents were pulled.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not available. A sample analysis could not be performed because no photo or sample was received. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. Based on the present information, and because no photo or sample was received, the root cause could not be determined. No action plan could be performed. The current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing site will continue to monitor the process, customer complaints, and feedback notifications for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.